Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump was received with operating currents within spec. The pump passed selftest and displacement test. Power graph analysis and long trace / formatted history files confirmed power loss, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was 100 mg/dl at the time of the incident. Troubleshoot was performed for replace battery now alarm. Customer stated that they did get low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.